Manufacturer narrative:
Multiple attempts were made to follow up; however, contact was not with the customer to troubleshoot and did not respond to email. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level remained elevated (approx 500 mg/dl). Contact reported that infusion site had been changed multiple times; however, blood glucose level remained elevated. Customer reverted to manual insulin injections.